Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to establish communication between the ipg and external devices following a fall 3 years ago. The patient has not recharged the device since that time. The ipg is inoperable. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 and scs ipg was explanted. Patient was implanted with a new ipg. Reportedly patient has good coverage post operatively.